Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2024. D6b: explant date: procedure happened in 2024. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8352500, model: sc-8352-50, serial: (B)(6), batch: 7010208.

Event description:
It was reported that patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained.